Event description:
Patient reported their older pump was removed because he had signed off to allow hcp to remove anything they find during surgery. The pump was beeping; it was empty at the time because he had insurance issues. The pump was delivering dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional info: the patient had stomach surgery to remove his appendix and his pump was also removed during the procedure. The patient was told the surgeon had permission to ¿take out anything they found¿ but he did not give permission to have his pump removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)